Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise. As a result the lead was capped and replaced during an elective device upgrade procedure. There is no information available if there was any pacing inhibition or asystole as a result of the noise. There is also no information if the patient received any inappropriate shocks. No adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information. This report will be updated when additional information is received.

Manufacturer narrative:
This right ventricular (rv) lead was returned and analyzed. Lead returned was severed at 18.2 cm from is-1 pin and the proximal segment only was returned. There is a cap on df-1 proximal connector; close inspection showed about 25 mm of the terminal connector including the terminal pin is missing, not returned. Removed cap revealed the dbs cable at this location is severed. There were setscrew marks noted on all terminal connectors. The allegation of noise on this lead was not confirmed, the returned segment of the lea passed all electrical testing.